Event description:
Patient participated in a (B)(4) to compare clinical and radiographic outcomes of multi-level laminectomy to multi-level laminoplasty for patients with cervical myelopathy due to multi-level cervical spinal canal stenosis from c3-c7. Preoperative diagnosis was cervical spondylosis. Patient was randomized to arch and an open door laminoplasty allograft bone spacer at levels c3, c4, c5 and c6. Patient had been experiencing pain for 24 months. Surgery date was on (B)(6) 2006 and postoperatively patient experienced weakness, requiring MRI and CT scan. This is report 17 of 20 for this event. This report is on the screw c6.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.